Event description:
It is reported that the pt received an zimmer mmc cup 52mm/44mm code j, right side, on (B)(6) 2010 and the pt is currently being monitored due to loosening of the cup.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause of this specific clinical event cannot be ascertained from the information provided, as the pt has not been revised. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).